Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-feb-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) instructed customer on what to type if the barcode was incorrect when scanning. The system functioned as intended after the technical support specialist guided the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, barcode scanner was not scanning correct medication. The customer stated that when user tried to scan the barcode system said that it was wrong barcode. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.